Manufacturer narrative:
H3: product analysis # visual and optical examination of mas bone screw confirm breakage approximately 8 threads from the base of the bone screw head, optical examination reveals significant secondary (post-fracture) damage to the fracture surface. Microscopic examination of the surface revealed s small area of gently convex striations through the cross-section of the bone screw, consistent with cyclic fatigue. The rest of the fracture surface is too damaged to evaluate. The lower threaded portion of the screw appears to be damaged from the removal process. This type of damage is consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. H6: ime,fdm and fdr codes updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product is not marketed in us. 510k for similar product with catalog # 55840017545 is k113174. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an unknown indication for spinal therapy. It was reported that post-op, screw break. There were no fragments left in patient. Product was explanted on (B)(6) 2020, and replaced with other manufacturer product. Implant date is (B)(6) 2020. Patient symptoms or complications as a result of this event are unknown.